Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the affiliate that the lcsc5 had no function (no details). Another device was used to complete the case. There was no consequence to the pt.